Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported bilateral capsular contracture, grade 3. This record is for right side. The device has been explanted.

Event description:
Physician reported bilateral ¿capsular contracture, grade 3." This record is for right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on mayo 06, 2020 with lot number: 3246388. Analysis of the returned device identified; creases flat and the weight the device within specification. Deformation based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.